Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the driveline being stuck was confirmed via evaluation. A review of the log files contained overlapping data spanning approximately 16 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Starting 18may23 at 14:52:39, backup battery faults activated. At 15:01:34, coincident yellow wrench alarms activated due to a load test failure. The alarms cleared at 17:39:04. Pump operation was not affected. No other notable alarms were active in the log file. The heartmate ii system controller (s/n: (B)(6)) was serviced by technical services. The controller was disassembled, and the driveline latch and perc lead were manually released in order to make a controller exchange. The perc lead was found to be covered in corrosion. The system controller was returned for analysis and corrosion was observed in the bulkhead. The controller underwent functional testing passed without issue. The system controller was connected to a mock circulatory loop and was able to operate the system for extended operation. No alarms were reproduced. A root cause for the driveline being stuck was determined to be due to corrosion within the bulkhead; however, a root cause for the corrosion was unable to be determined. The heartmate ii patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, and to obtain replacements if needed. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-03446. It was reported that the patient's percutaneous lead connector was stuck in the controller. An abbott engineer disassembled and freed the driveline from some corrosion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.